Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2008; d314trg crtd, implanted: (B)(6) 2013. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was rising to beyond the expected upper range.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high and rising impedance as well as high and rising thresholds. It was also reported that the patient experienced nerve stimulation and diaphragmatic stimulation. Additional lv lead vectors were attempted unsuccessfully and the lv lead was inactivated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted the lv lead was capped and replaced.